Event description:
Medtronic received information that during the implant of this 23mm aortic bioprosthetic valve, it was reported that the valve leaflet that hit the left coronary cusp (lcc) was misaligned after suturing in the biological valve and removing it from the holder. It was stated that the central jet was blowing during the intraoperative echo, but the chest was closed. It was also stated that no reflux was observed during the postoperative echo. It was also reported that there was a gap in the cusp, and a post-operative echo revealed jet reflux. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which clarified that reflux was only observed on the intraoperative echocardiogram. It was reported that the left coronary cusp (lcc) was not coapting well resulting in a gap between leaflets and a mild to moderate reflux had been observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.